Event description:
It was reported that a half day infusor would not flow. This occurred during subcutaneous infusion of 1100mg desferrioxamine in 0.9% sodium chloride using a non-baxter needle. The reporter stated that the device was primed before connection, and that the patient was attached to the device for 10 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The age of the patient is not known; however, it is known that the patient is a pediatric patient. Lot number: the reporter stated that the lot number was either 13h035 or 13j018. Expiration date: the expiration date for 13h035 is 01 aug 2018. The expiration date for 13j018 is 01 sep 2018. The lot 13h035 was manufactured between august 22, 2013 - august 26, 2013. The lot 13j018 was manufactured between september 3, 2013 - september 6, 2013. A review of all batch record documents was performed for potentially associated lot numbers of 13h035 and 13j018 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.